Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The pump was received with intermittent buttons due to corroded keypad traces. There were no button error alarms noted. There was no display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners, cracked battery tube threads, and a scratched display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer already changed the battery and after that the alarm did not occur. Customer's blood glucose was 120 mg/dl. Afterward, the customer could not set the bolus because the numbers on the display were ramping rapidly even when she didn't touch any button. Customer confirmed that they have a back-up plan. The pump will need to be replaced.